Event description:
It was reported that, during preparation for a water vapor thermal therapy procedure, the patient had been sedated with general anesthesia. Upon priming the delivery device, the physician saw no steam exiting the device. Additionally, there was no steam observed during pre-treatment. The physician decided to proceed and perform a treatment injection outside the patient. At that time, after the needle was deployed, steam was still not visible. The water line and syringe cradle were checked, but no issues were identified. The physician then decided the procedure could not be continued. The procedure was cancelled, and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during preparation for a water vapor thermal therapy procedure, the patient had been sedated with general anesthesia. Upon priming the delivery device, the physician saw no steam exiting the device. Additionally, there was no steam observed during pre-treatment. The physician decided to proceed and perform a treatment injection outside the patient. At that time, after the needle was deployed, steam was still not visible. The water line and syringe cradle were checked, but no issues were identified. The physician then decided the procedure could not be continued. The procedure was cancelled, and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, it was thoroughly analyzed. Visual analysis identified that there was no damaged or abnormalities found. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. The functional testing could not be sustaining the reason for device vapor not delivered due to the device performed prime, pretreatment, and 5 full treatments without any issues or errors. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues. The device history record (DHR) met all material, assembly and performance specifications. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of device vapor not delivered is defined in the risk documentation. Based on the information available and analysis results, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that, during preparation for a water vapor thermal therapy procedure, the patient had been sedated with general anesthesia. Upon priming the delivery device, the physician saw no steam exiting the device. Additionally, there was no steam observed during pre-treatment. The physician decided to proceed and perform a treatment injection outside the patient. At that time, after the needle was deployed, steam was still not visible. The water line and syringe cradle were checked, but no issues were identified. The physician then decided the procedure could not be continued. The procedure was cancelled, and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.